Event description:
It was reported that the patient presented in clinic for atrial lead revision. It was previously noted that the atrial lead had dislodged. Chest x ray was performed and confirmed atrial lead dislodgement. Repositioning was attempted, but the atrial lead helix exhibited failure to retract during procedure. The atrial lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. Visual examination of the lead found the helix was retracted and clogged with blood and tissue. After cleaning, the helix was able to extend and retract. Specification measurements were normal with no anomalies found. The cause of the reported event was due to the helix clogged with blood and tissue.